Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the bipolar ventricular impedance was 1700 ohms. The right ventricular capture threshold increased from 0.5 v, 0.5 ms to 5.0 v, 0.5 ms and sensing decreased from 12 mv to 5.9 mv. The right ventricular polarity was changed to unipolar at maximum output.